Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br, the device experienced poor barrier separation of sample. This event occurred seven times. The following information was provided by the initial reporter. The customer stated: customer reports too much fibrin in samples.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for fibrin was observed. From the video, it is possible to observe 2 tubes that when inverted the serum is not liquid, which indicates the presence of fibrin. It was also possible to observe that the tubes were not filled up to the fill line indicator. Retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin was not observed. 195 retention samples were evaluated for visual defects and none were found. Five samples were further evaluated for draw volume with no issues being found. Further clinical testing was also performed on retention samples and there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode fibrin, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the video provided, all testing on retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br, the device experienced poor barrier separation of sample. This event occurred seven times. The following information was provided by the initial reporter. The customer stated: customer reports too much fibrin in samples.